Event description:
When the device was used during a thoracotomy with wedge resection procedure, the device misfired on the first use out of the package. The surgeon closed on the tissue and was only able to fire halfway, then the instrument locked up. Surgeon was unable to complete the firing sequence. He opened the instrument and found no staple line and a large hematoma on the lung tissue where the blade stopped. Another device was opened and the case completed with no pt consequence. One device is being returned.